Event description:
It was reported that phrenic nerve stimulation was observed on the lv lead. The patient did not experience any adverse event due to the issue. Lead was capped on (B)(6) 2017. A new lv lead was not implanted, as the patient does not require it. The patient tolerated the procedure well. Patient was discharged from the hospital the same day.